Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not able to achieve an erection due to fluid loss. A surgical procedure was performed, during which a hole was identified in the reservoir tubing; therefore, the ipp was removed and replaced. No patient complications were reported.